Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a tubing fill. The customer's blood glucose reading was 511 mg/dl at the time of incident. The customer was advised to prime the device and insulin exited the tubing. Troubleshooting advised that changing the reservoir resolved the issue. Troubleshooting advised customer that pump is working as designed.